Manufacturer narrative:
(B)(4). The associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number therefore the date of manufacture cannot be determined.

Event description:
A new inner cannula was inserted into a ventilated ICU patient. The ventilator tidal volumes dropped to less than 50cc, the staff attempted to pass a suction catheter without success. The inner cannula was removed and replaced with a new one. On inspection of the inner cannula, the distal end of the tube was occluded by a piece of plastic.